Event description:
Add'l info received by MFR 05/12/03: curon medical contacted the hospital immediately after the incident was reported, in an attempt to retrieve the device for further investigation. The hospital refused to provide the catheter for further investigation on the basis that internal standard operating procedure requires the hospital personnel to hold product involved in medwatch reports for at least one year following the procedure. The report submitted to FDA by the hospital had incorrect info related to the part number and serial number of the device involved in the procedure. Inadvertently the hospital used the part number and lot number of the accessories provided with the catheter instead of the part number and lot number that identified the stretta catheter. The correct info for the product identification is provided with the MDR report filed by curon medical.

Event description:
Following insertion of the stretta catheter, the physician was pulling the guidewire out of the catheter and it pulled the tip into the esophagus. For several minutes, the catheter would not advance forward nor could it be pulled outward. The physician released the cath by pushing forward and twisting simultaneously. A follow-up chest x-ray and gastrograffin swallow were ordered post-procedure and found to be negative for trauma to the esophagus. The pt had no further complications related to their admission.